Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils using a non-penumbra microcatheter. The physician then experienced difficulty placing another ruby coil into the target location in the desired position, and while manipulating the ruby coil, the physician began spinning the proximal end of the pusher wire. The ruby coil then unintentionally detached, though the physician reported that he might have accidentally pulled the detachment zone of the pusher wire. The ruby coil was left in place in the target vessel, and the procedure ended at this point. There was no report of an adverse effect to the patient.